Event description:
It was reported that a xience v 3.0 x 18 stent was implanted in the proximal circumflex artery on (B)(6) 2006. On (B)(6) 2011, 5 years later, the patient reported angina. Angiography revealed a 70-100% stenosis in the left main coronary artery (lmca), 50-70% stenosis in the proximal left anterior descending (lad) artery, and less than 50% stenosis in the proximal circumflex artery. These three lesions were treated with balloon angioplasty and xience stent placement in the lad and from the lmca to the proximal circumflex. Approximately 6 months later, on (B)(6) 2011, the patient experienced angina or it's equivalent. A 70-100% stenosis was found in the left main coronary artery and a 50-70% restenosis was found in the proximal circumflex artery. The lad was found to be subtotally occluded. These lesions were treated with balloon angioplasty and xience stenting. No additional information was provided.

Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other two xience v stents are each being filed under separate MFR numbers.